Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed but the exact source of the damage is unknown. One 4 fr sl powerpicc catheter were returned for investigation. A light blue infusion cap was attached to the luer adapter and the clamp was engaged. The catheter length extended up to the 2 cm depth marker. The distal segment of the catheter was not returned. The distal end of the catheter was microscopically observed. The catheter was observed to have an oval shaped orifice. The catheter appeared to have been pinched. A layer of the catheter near the split surface appears to have been partially split. Material whitening is present on the split layer which indicates it may have experience tensile forces. A section of the outer of edge of the split surface was not flush. Based on the characteristics of the break, the catheter was likely damaged during use; however, the exact cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient received a PICC on the 16th may and a second on the 17th may, the PICC has become snapped. The hospital are uncertain if the piccs have been bitten, snapped or cut and would like the PICC evaluated to try and determine the root cause. This report addresses the 2nd PICC.